Manufacturer narrative:
The customer's products have been requested for investigation. A follow-up report will be filed once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer's son reported that on (B)(6) 2016 at 4:00 pm customer was "sweaty, delirious and non-responsive" but when he attempted to perform a test using her adc blood glucose meter he received an unspecified error message instead of a result. Paramedics were called and upon arrival received a reading of 36 mg/dl on their meter. Customer was treated with glucose via injection. After a few minutes they retested and received a reading of 76 mg/dl on their meter; while a retest with the adc meter produced a reading of 234 mg/dl. No further treatment was required. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Meter and test strips were returned and investigated with retained control solution. Performed visual inspection on returned meter and strips and no issues were observed. Unknown error was not observed during control solution testing. The complaint is not confirmed.

Event description:
Customer's son reported that on (B)(6) 2016 at 4:00 pm customer was ''sweaty, delirious and non-responsive'' but when he attempted to perform a test using her adc blood glucose meter he received an unspecified error message instead of a result. Paramedics were called and upon arrival received a reading of 36 mg/dl on their meter. Customer was treated with glucose via injection. After a few minutes they retested and received a reading of 76 mg/dl on their meter; while a retest with the adc meter produced a reading of 234 mg/dl. No further treatment was required. There was no report of death or permanent injury associated with this event.